Event description:
Procedure type: nissen. According to the reporter: after toggling the device back and forth, the device would not release from tissue causing a hole in the tissue. The needle was broken in order to get the device off of the tissue. No additional information has been received regarding this event.